Event description:
A customer reported an unspecified error message with the freestyle libre 2 sensor. The customer reported that he began to feel hypoglycemic and could not obtain scan reading, so went to hospital. The customer was reportedly unable to self-treat and was treated with oatmeal-raisin bar by a healthcare professional. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The reported product is not expected to be returned as the device was reportedly discarded. A follow-up report will be submitted if product is returned or additional information is obtained. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an unspecified error message with the freestyle libre 2 sensor. The customer reported that he began to feel hypoglycemic and could not obtain scan reading, so went to hospital. The customer was reportedly unable to self-treat and was treated with oatmeal-raisin bar by a healthcare professional. There was no report of death or permanent injury associated with this event.